Manufacturer narrative:
UDI= (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. The explanted device was not returned to bsn.

Event description:
A report was received that the patient had loss of stimulation due to a fractured lead from a fall. The patient underwent a revision procedure wherein a lead was explanted and fracture was confirmed. The patient was doing well postoperatively.

Manufacturer narrative:
Received by MFR should have been 03-may-2016.

Event description:
A report was received that the patient had loss of stimulation due to a fractured lead from a fall. The patient underwent a revision procedure wherein a lead was explanted and fracture was confirmed. The patient was doing well postoperatively.